Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified below-the-knee vessel. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.